Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced seeing rings around lights; symptomatic positive dysphotopsias. The iol was exchanged approximately 10 months following the initial implantation. Additional information was provided indicating that the iol was exchanged for the same model and same diopter power.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).